Event description:
The user in (B)(4) reported blood glucose results of "129 mg/dl" with the onetouch veriopro meter and "107 mg/dl" on a laboratory device, performed within 10 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.